Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 6th, the user contacted dario to report high blood glucose (bg) readings.the user reported testing her dario meter and test strips using dario's control solutions and stated that the readings she received were out of range.